Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son in law reported via phone call that they experienced a high blood glucose level of 600mg/dl. The customer¿s son in law reported receiving replacement insulin pump and blood glucose level is going up and they want to do a check. The customer treated the high blood glucose level with manual injection of insulin. The customer did not require emergency medical assistance. The customer did not complete troubleshooting changed the entire infusion set system. The insulin pump will not be returned for analysis.